Event description:
It was reported that the end of the insertion the patient almost coded. We were using the loaner sherlock, we switched back to our old sherlock right away. This only happens with patients who are very anxious. At the end of the procedure when I was flushing and putting on the dressing, she c/o sob, tachycardia, crushing chest pain - her bp went into her boots and hr was 124 and dropped her sats. We treated everything symptomatically including bolus, stat ECG, stat cxr, ativan and dilaudid and o2. The symp's resolved within approximately 30 minutes. The placement of the PICC was perfect.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.